Manufacturer narrative:
Pump was received with broken off the end cap, missing end cap sticker, cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip. No damage noted on battery cap or on battery tube threads.

Event description:
The mother reported via phone call that the insulin pump was damaged. The mother stated the battery compartment was damaged and required tape to hold it together. The customer's blood glucose was 185 mg/dl. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.